Event description:
Caller reported an incident requiring professional medical treatment within 24 hours of attempting and being unable to use the compact plus system due to error within specifications. A request was made for the return of the system and a replacement was sent.